Manufacturer narrative:
The date of event is estimated as (B)(6) 2022. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 3 additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that closure of an unspecified access site was attempted using 4 proglide devices. Reportedly, an unspecified failure occurred with all 4 devices. Hemostasis was ultimately achieved with an additional proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.